Event description:
It was reported that the patient experienced no stimulation sensation. The patient had problems with his stimulator and that sometimes it turned itself off and could not get it back on. The patient programmer showed that it was on but the ins was not on, and the patient did not feel stimulation. The patient was able to turn stimulation on and could feel stimulation again.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n401535, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).